Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: telemetry monitors in 2f nurses station are not working - the tele and spo2 monitors are showing flatline and the numbers do not change. Monitors still work in the rooms. The biomed stated they resolved the failure by restarting the system software. The device functionality was verified and put back in service. The customer was unable to provide additional information about this event.